Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Three pictures are attached to the file; one displays back side of carton, two shows the labeled lens case, and three has a portion of a syringe and the lens on a green cloth and the haptic appears broken. The video shows the haptic sticking out of the eye being held. Root cause has not been identified. A sample lens has not been received. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Manufacturer narrative:
.

Event description:
A healthcare professional (hcp) reported that during an intraocular lens (iol) implant procedure, the surgeon inserted the lens in the capsular bag with the haptic in the wrong direction. As he tried to adjust the lens in the bag, the haptic broke causing a posterior capsular rupture. A different model iol was implanted instead. In a follow up, the hcp reported that an enlarged incision and vitrectomy were required during the initial surgery.